Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint of "exposed wire." The instrument was found to have thermal damage on the monopolar yaw pulley. Additionally, the instrument was found to have a cable crimp dislodged, as a result the thermal damage on the yaw pulley. Advanced failure analysis reported that the conductor wire was still attached at the weld location, but it was broken in a different location. Due to extensive thermal damage to the distal clevis, it was difficult to determine root cause of the conductor wire breakage. A review of the instrument log for the permanent cautery hook instrument (420183-14/n10180829) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2018. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. Damage to the weld or conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The following was found during the device evaluation, but is not related to the reportable finding: the instrument was found to have a broken boss feature. Follow-up was attempted, but the patient information was either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's first usage and, therefore, had not expired. The product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the permanent cautery hook instrument had an exposed wire. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgical assistant confirmed that there was no patient injury.